Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the cgm reading was 384 mg/dl. No alert had sounded even though the high alert threshold was set to 200 mg/dl. No symptoms were reported, but the patient called an ambulance as she had no blood glucose meter. The patient was brought to the hospital and when a fingerstick was taken the cgm reading was 384 mg/dl, and the blood glucose reading was 412 mg/dl. The patient was treated with intravenous fluids and saline. The patient recovered and was discharged on the same day. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.